Event description:
It was reported from a "personal injury claim arising out of surgery which patient alleges underwent on (B)(6) 2022, performed by dr (B)(6), orthopaedic surgeon at (B)(6) hospital, south australia. Patient claim alleges the following: "the surgery involved implantation of a 1st mtpj cartiva implant, ostectomy and gastrocnemius release. Following the surgery, our client suffered from ongoing swelling and pain at the site of the operation, resulting in ongoing calf pain and causing her to walk with an antalgic gait. Dr (B)(6) recommended further surgery to remove the implant, with bone grafting and a 1st mtpj fusion and this was subsequently performed on (B)(6) 2025."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported from a "personal injury claim arising out of surgery which patient alleges underwent on (B)(6) 2022, performed by dr. (B)(6), orthopaedic surgeon at (B)(6). Patient claim alleges the following: "the surgery involved implantation of a 1st mtpj cartiva implant, ostectomy and gastrocnemius release. Following the surgery, our client suffered from ongoing swelling and pain at the site of the operation, resulting in ongoing calf pain and causing her to walk with an antalgic gait. Dr. (B)(6) recommended further surgery to remove the implant, with bone grafting and a 1st mtpj fusion and this was subsequently performed on (B)(6) 2025."

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.